Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to if follow-up, what type, device evaluated by MFR: updated to include device analysis.

Event description:
It was reported that due to an the device being torn or perforated during the implant surgery, the patient had his inflatable penile prosthesis (ipp) cylinders and pump attempted but not implanted. A different pump and cylinders were successfully implanted to achieve the desired results. No patient injuries occurred in relation to this event. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an the device being torn or perforated during the implant surgery, the patient had his inflatable penile prosthesis (ipp) cylinders and pump attempted but not implanted. A different pump and cylinders were successfully implanted to achieve the desired results. No patient injuries occurred in relation to this event. Should additional information be received a supplemental report will be submitted.